Event description:
Product analysis was completed on the returned generator. The generator was opened and the battery voltage was measured (0.41v) which confirmed an eos (end of service) condition. A pcba test was attempted but failed (appeared due to communication failure). The pulse generator readily interrogated on the bench but failed to communicate in the test system. Further testing demonstrated a sensitivity to temperature. At room temperature the ipg communicated but failed communication when the temperature was raised to 37c. It was also demonstrated that both pulsing and rtc halted as the ipg temperature was raised from 22c to 37c. A heat gun was used to attempt selective heating of a1 and x1 separately. Results were inconclusive. The crystal was removed and replaced with a crystal taken from stock. Following replacement, the ipg was no longer sensitive to temperature (initially tested with the heat gun). The ipg was programmed to pulse and placed in a 37c oven for 3 hours. Pulsing did not stop. The ipg was then subjected to a pcba test. No anomalies were seen, and the device performed according to functional specifications. Failure to interrogate was confirmed in pa but only when the pulse generator was soaked at 37c. The pulse generator routinely communicated at room temperature. The cause of failure to communicate at elevated temperature was determined to be due to the crystal. After replacing the crystal (x1) the pulse generator readily communicated at 37c and passed a pcba test. The cause of the crystal (x1) failure was not determined. The premature battery depletion was confirmed but, it is not known whether the depleted status of the battery is related to the crystal failure.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's vns was unable to be interrogated with two different wands. The doctor believes the device is completely depleted. The patient later underwent a battery replacement, and the physician alleges premature battery depletion. The suspect device has not been received to date. Device history records for the generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Event description:
The explanted generator was received, and product analysis is underway.